Manufacturer narrative:
(B)(4). G2- turkey. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an articular surface would not assemble with the tibial tray. During surgery it was detected and reported by the doctor and technician that the product does not fit. Another product with the same code was open and installed without any trouble. Attempts to obtain additional information have been made; however, no more information is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d2, e1, e2, e3, g1, g2, g3, g6, h1, h2, h3, h6, and h11. Visual examination of the provided pictures identified an articular surface implant. A picture was not provided of the product dovetails. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. Complaint is not confirmed. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue to monitor for trends.